Manufacturer narrative:
Received one (1) used. List# unknown, sodium chloride injection usp 100ml baxter IV bag; lot# us016926 one (1) used. List# ch-10, chemoclave® bag spike; lot# unknown one (1) used. List# unknown, bag spike adapter with spiros; lot# unknown one (1) used. List# unknown, bd infusion set; lot# unknown one (1) used. List# unknown, spiros; lot# unknown. No visual damages were observed. The set was primed and leak-checked and no leaks were observed. The reported complaint of a leak could be confirmed from the photo provided; however, the leak couldn't be replicated during testing and the probable cause is unknown. A device history review (DHR) lot # review could not be conducted because no lot number(s) was/were identified. D9 - date returned to mfg: 8/29/2024.

Manufacturer narrative:
The device is available for evaluation, however, has not yet been received. D4: only di provided as lot number is unknown. Additional reporter: (B)(6).

Event description:
The event involved a chemoclave® bag spike where it was reported chemotherapy started leaking out from the spike onto the top of the chamber. The healthcare provider put on chemo gloves and pushed the spike further into the tubing and cleaned up the couple of drops of chemotherapy that leaked. There were no issues after the health care provider spiked it further and chemo ended shortly after it happened. Only a couple drops were lost so there was no need to notify pharmacy or team for dosing reasons. The medication involved was methotrexate. There was patient involvement and no injury.